Event description:
On (B) (6) 2010 the reporter, the patient's caregiver, contacted lifescan (lfs) alleging that the lay patient's one touch ultra meter had missing segments in the display. The medical surveillance specialist (mss) classified the complaint based on the initial information provided to the customer service representative (csr) documentation. The caregiver provided the following information: the missing segment issue started about one month ago. At times it was difficult to determine the correct blood glucose reading displayed. The patient was given insulin based on the reading the caregiver interpreted on the meter, and less than one hour afterward; the patient was lethargic and had cold sweats. The caregiver gave the patient juice and something sweet to eat to bring her blood sugar up. The patient's product was replaced due to the documented missing segments issue. This complaint is reported because the reporter alleges the lfs meter had missing segments in the display. This claims the patient was given insulin based on a misinterpreted high reading and the patient became sweaty and lethargic.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.